Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. An unknown time later she experienced genital haemorrhage (seriousness criteria hospitalization and medically important), pelvic pain (seriousness criterion hospitalization), abdominal pain ("abdominal pain") and heavy menstrual bleeding (seriousness criterion hospitalization). The patient was treated with non-drug therapy (hospitalization). Essure treatment was not changed. At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal pain, genital haemorrhage, heavy menstrual bleeding and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-mar-2020: pfs and mr received: reporters were added. Seriousness criteria (hospitalization) added. This case is being submitted retrospectively following an internal review. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding'), pelvic pain ('pelvic pain') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization and medically significant), pelvic pain (seriousness criterion hospitalization), abdominal pain ("abdominal pain") and heavy menstrual bleeding (seriousness criterion hospitalization). The patient was treated with hospitalization. Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, heavy menstrual bleeding and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.